Event description:
It was reported that the right ventricular (rv) lead had high impedance and was oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter); beginning (B)(4) 2014 sensing integrity counts up to 770 and vt-nst episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert occurred (B)(4) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in the last 60 days. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range; on the week of (B)(4) 2014, the rv pacing lead impedance measured 1691 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.